Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During a follow-up on (B)(6) 2013, high atrial lead impedance (>3000 ohms) with bipolar setting was reported; there was also a suspicion of a ventricular lead issue. Both channels were preprogrammed to unipolar configuration. The atrial impedance measurement with this configuration was around 300 ohms. A subsequent follow-up was performed on (B)(6) 2013 and high ventricular lead impedance (>3000 ohms) was measured in both unipolar and bipolar settings. A re-intervention was performed on (B)(6) 2013, proper lead connection was checked by pulling the atrial lead only. Psa measurements on both leads were normal. The leads were reconnected, and noise was identified in the atrial channel with an impedance measurement of >3000 ohms in both channels. After lead disconnection, psa measurements with lead manipulation in the suture sleeve area caused the threshold to increase from 0.5v to 2.0v. The pacing sys was replaced.